Event description:
The pt had a sudden loss of therapeutic effect, more spasticity, though at a high daily dose of baclofen. The pump was stopped for several hours to see if the pt experienced other underdose symptoms, which the pt did not. The catheter was replaced. During surgery, baclofen was observed in the pump pocket, clear liquid was coming from the proximal portion of the catheter and no csf was in the spinal portion of the catheter. The pt outcome was reported as "the pt is very multi sick and has several other problems".

Manufacturer narrative:
(B) (4).